Manufacturer narrative:
The instrument was not returned, so no analysis was completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the tall spinous clamp was not working anymore. It was not possible to tighten the clamp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The site discarded the spinous clamp.